Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated (B)(6) 2021 in the field. No further follow up is planned. Evaluation summary the reporter stated the patient used the humapen savvio graphite for 20 years. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient reportedly used the humapen savvio graphite for 20 years. The user manual for the humapen savvio states do not use your pen for more than six years after the first use or past the use-by date on the carton.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old (at the time of initial report) male patient of unknown origin. Medical history included diabetes mellitus. Concomitant medications included insulin human injection, isophane for diabetes mellitus. The patient received human insulin (rdna origin) regular (humulin regular) from cartridge via reusable pen device (humapen savvio graphite), subcutaneously for the treatment of diabetes mellitus beginning on an unknown date (since 20 years, as reported). When his blood glucose level increases he takes for every 50 mg/dl increase in bgl 5 units of humulin-r. Adding that this increase in blood glucose level is repetitively happens, so he takes humulin-r daily (for example when the blood glucose level is 220 m/dl, he takes 10 iu). He also measures his blood glucose level twice daily using precicheck glucometer. When his blood glucose level increases ranges from 220 to 400 mg/dl, in this case he takes humulin-r to stabilize his blood glucose level instead of being hospitalized. On approximately (B)(6) 2020, his humapen savvio graphite got impaired, the injection button got stuck so the screw could not push the cartridge to release insulin. On an unknown date, he had a fever and he discontinued the insulin as he thought it would not work effectively at all to decrease the high blood glucose levels. On an unknown date, he was hospitalized for 3 to 4 days due to the events due to fever and increased blood glucose (possible). Outcome for the event of fever was recovered and was not recovered for the event of blood glucose increased. Information regarding the corrective treatment was unknown. Human insulin therapy status was ongoing. The patient was the operator of the humapen savvio graphite device and his training status was unknown. The general model device duration and the suspect device duration of use was 20 years for humapen savvio graphite. The suspect humapen savvio graphite device status was unknown and it was not returned to the manufacturer. The reporting consumer did not provide the relatedness between the events and human insulin treatment or with the humapen savvio graphite device. Update 23-jan-2021: information was received from the affiliate on 21-jan-2021. No pc was received and no other changes were made to the case. Edit 27jan2021: updated medwatch fields for expedited device reporting. No new information added. Update 16feb2021: entered a device specific safety summary (dsss) for the humapen savvio graphite. Updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Corresponding fields and narrative updated accordingly.